Event description:
It was reported that an ilet user experienced intermittent unresponsiveness of the device¿s sleep/wake button while blood glucose was 209 mg/dl after lunch, with no symptoms reported; the issue aligned with a key or button not working and involved the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an electrical problem consistent with an unresponsive button and associated with the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.